Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 400 mg/dl, 209 mg/dl and 166 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.